Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of pipeline migration post-deployment and poor wall apposition. The patient was undergoing surgery for treatment of the ophthalmic artery segment (c6 segment) of the supraclinoid segment of the left internal carotid artery. The lesion was a saccular, unruptured aneurysm with a max diameter of 4.38 mm and a 4.21 mm neck diameter. The diameter of the parent artery proximal to the aneurysm was approximately 3.92 mm, and the distal diameter was 3.13 mm. The landing zone was 3.13 mm distally and 3.92 mm proximally. It was noted the patient's vessel tortuosity was moderate. It was reported that under dsa fluoroscopy and roadmap angiography guidance, the delivery catheter was advanced along the guidewire and progressively navigated upward, with the tip end of the delivery catheter stably positioned in the petrous segment of the left internal carotid artery. Multi-angle cerebral angiography and 3d reconstruction confirmed the aneurysm. The carotid siphon showed moderate tortuosity, with a natural vascular course. No dissection or acute vasospasm was observed, and the major intracranial branch vessels were well visualized. Based on the patient¿s condition, a flow-diverting stent was selected for implantation. An appropriately sized flow-diverting stent was chosen and slowly delivered through the microcatheter. It was precisely aligned at the aneurysm neck segment and gradually deployed. The stent fully expanded, completely covering the aneurysm neck throughout its length, with good wall apposition, a centered position, and no migration or shortening. After the stent was fully deployed and detached according to standard procedure, immediate post-procedure angiography in anteroposterior, lateral, and multiple oblique views revealed stent migration. It clearly showed that the stent had migrated distally within the vessel. After migration, the stent was no longer aligned with the intended vascular target site, demonstrated poor wall apposition, and provided insufficient coverage of the aneurysm. As a result, the expected therapeutic effect of vascular reconstruction and aneurysm exclusion could not be achieved. This was a product-related abnormal event that occurred immediately during the procedure. The distal migration of the stent in this case was an abnormal device displacement not caused by operator factors. All potential human and environmental interference factors, including operator error, patient agitation during the procedure, unexpected vascular anatomical abnormalities, and equipment parameter setting errors, have been excluded. After consultation with the company engineer, a new stent was implanted, and the procedure was successfully completed. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a beijing jiushi shenkang medical technology co., ltd., sheath, a 6f 90 delivery catheter, and a stryker 200 guidewire.